Manufacturer narrative:
The device with the lens was returned in the opened blister tray. The lens stop/cannula guide was removed. Viscoelastic is observed in the device. The plunger is oriented correctly. The plunger is located in the tip and is not fully advanced. The leading haptic and optic have been advanced outside of the tip. The trailing haptic is positioned on the bottom rail of the plunger tip. The distal portion of the trailing haptic is oriented toward the device tip. A non-qualified viscoelastic was indicated. The trailing haptic is misfolded and caught in the device tip. The root cause is most likely related to a failure to follow the dfu. The plunger was not fully advanced and a non-qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the injector did not advance fully and the lens became stuck at the tip of the injector. There was patient contact but no patient harm. Additional information was requested.